Event description:
Patient reports that late 2011, he was feeling some pain around his right hip, and by (B)(6) 2011, he had excruciating pain. He consulted a doctor at (B)(6) university. According to doctor's diagnosis, he had a failed hip arthroplasty with metal on metal articulations evidenced by pseudo-tumors (metallosis). This created adverse local tissue reactions and damages confirmed by the doctor through x-ray and MRI. Revision surgery was done which required the excision of soft tissue and metal on metal prosthesis. Two pseudo-tumors were excised and a biopsy was done by doctor. Patient is still waiting on the results.